Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the 500ul diluent syringe and two valves that were located between the diluent syringe and hm syringe. The cse also replaced x, a, b and xo tubing, the valve seal and sample tubing. The cse then performed integrated multisensor technology (imt) condition and diluent check. After replacing the parts, na continued to run consistently low. The cse ran a 100 patient precision run and results were within range. The customer then ran a patient run and had 4 depressed results immediately. The cse continued to evaluate the instrument but was unable to bring the depressed results higher. The cse then replaced the 100 ul syringe, 500 ul, the pump motor and screw. After replacement, there was no change in sodium (na) values. The cse placed the original 100ul syringe back in and the results returned to sporadic results. The cse then used a new 100ul syringe and replaced the tip. The cse ran a dilution check, which passed. Seven samples, ran five times, were processed and the results were within range. The cse performed a system check, which passed, and ran quality control (qc), which passed. The cause of the discordant, falsely depressed sodium, potassium and chloride (cl) results was due to the 100 ul syringe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples and discordant falsely depressed sodium and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same instrument and resulted higher. The repeat results were reported out to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, potassium and chloride results.